Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient had a scheduled appointment with their health care professional (hcp) in (B)(6). No steps, actions, or interventions had been taken since the last report. The patient was waiting for the appointment with their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the device would be removed.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she began experiencing seizures. The first was on (B)(6) 2015 and since then the unit didn't seem to work the same way. It would hurt to use it. The patient was redirected to their healthcare provider (hcp) to check the ins and discuss the seizures as they had not brought this to their hcp's attention. Relevant medical history included non-malignant pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.